Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400517735. The device was investigated in our laboratory in sao gonzalo, brazil: "when analyzing the history, we verified that: a) no programming of 121.25ml/h was selected by the user at 7pm. B) but, on 06/08/2021, at 11:35:14, the flow rate of 121.2ml/h, time of 08 hours and volume of 970ml was selected; values like the one entered by the user. C) we also verified that only the 970ml volume was selected again by the user, on the same day, at 19:07:31. D) the user did not reset the equipment's accumulated infusion volume in the first programming at 11:35:14, so there was already an accumulated volume of 2700.27ml. That correctly increased to 3385.93ml at 19:07:31 when the user reprogrammed the volume. Thus, at 23:42:17, when the infusion was last stopped by the user, the accumulated volume correctly was 3898.56ml. The total infused into the patient was 1198.26ml, exactly according to the equipment user's programming. As the user informs that the infusion did not take place, we simulate a similar programming in the equipment to verify if it is infusing. Yes, the equipment is infusing perfectly. We also simulated an infusion line obstruction to verify that the alarm would go off and it acted exactly as expected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion" according to customer: patient with hyperhydration medication, bag with volume of 970ml to administrate in 8hs with flow rate of 121.25ml/h. Installed at 7 pm, with correct programming, but at 11 pm, the nurse observed that the bag was full, and the volume shown on the pump display had not been administered in the patient. The customer reports that the infusomat space did not alarm.